Manufacturer narrative:
This device is anticipated to be returned but has not been shipped by the customer. However, the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through follow up it has been learned this device was explanted due to stenosis secondary to calcification. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, and suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction. In this case, this is a male patient implanted with a pericardial valve at approximately 64 years of age, with a potential contributing factor of mild renal insufficiency. The most likely cause of the calcification is due to patient factors. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. However, based on the information available, the root cause of the event is indeterminable. If additional information becomes available, a follow up report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions apply to this case.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 29mm mitral pericardial valve, implanted approximately ten (10) years, one (1) month, and six (6) days, was explanted and replaced with a model 7300tfx 31mm mitral pericardial valve. Through follow up with the health care provider, the operative notes and discharge summary were provided. The operative report indication replacement of the valve was due to mitral valve stenosis. It states "at the time of the operation, a tee was performed which had an opportunity to independently evaluate it, which demonstrated immobility of all 3 leaflets. This was confirmed at the time of the operation with evidence of sclerosis of all 3 leaflets." The replacement valve was easily seated and implanted. Upon weaning from cardiopulmonary bypass, the tee demonstrated a well-seated bioprosthesis without any evidence of perivalvular leak. There was no compromise of the aortic valve and well-preserved left ventricular function with no segmental wall abnormalities. It was noted the patient tolerated this procedure well, was transferred to ICU in stable and satisfactory condition.